Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. The patient developed interstitial cystitis along with severe lower back and pelvic pain. The patient experienced uncomfortable sex, would pass blood in urine and be in pain for days. The patient has trouble sitting for long periods of time and can no longer ride an exercise bike or wear slightly tight clothing. The patient is still experiencing incontinence issues, bowel problems due to pudendal nerve damage, bladder prolapse. As the patient stated, the implant is nowhere near where it is meant to be and has also moved and changed positions.no further information available